Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patients diagnostic implantable cardiac monitor (icm) had triggered recommended replacement time (rrt). Due to the time since implant this rrt is considered early. The device currently remains in use.the software will be updated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.